Event description:
It was reported that the customer's insulin pump alarmed a motor error during the rewind process. Troubleshooting was performed, and the device could not pass the motor displacement test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to the corroded motor home switch. Unable to perform the displacement test. The insulin pump contained a corroded lcd and interface board which was noted during the visual inspection.